Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be submitted upon investigation completion.

Event description:
A customer reported a crack/leaking hub.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. Evaluation summary: a review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. Visual inspection confirmed a crack in the luer that would result in leakage. A CAPA was initiated to address the leakage issue and is currently in the effectiveness phase. The CAPA will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.